Event description:
During a dialysis treatment, there was an external blood leak at the sealing plug above the label. There was no pt injury or medical intervention.

Manufacturer narrative:
Investigation/determination of cause: samples received from same lot number were tested in simulated dialysis with bovine blood or a colored water solution in blood compartment of dialyzer. This test was to detect any leaks in sealing plug area. Tests are done according to requirements in ansi/aami standard for first use hemodialyzers using a pressure in blood compartment which is 1.5 times stated maximum allowable pressure for actual device. The result from test indicated a small leak (few droplets) at sealing plug on one dialyzer when dialyzer was tested with colored water solution. No leaks occurred during test with bovine blood. Investigation of leaking dialyzer confirmed a small damage on surface of sealing plug. A review and investigation of process equipment used to manufacture plug as well as plugging station in dialyzer assembly line were done to find possible reasons for defects or small damages to sealing plug which occasionally may cause leakage. Plugging station design was reviewed and a small chage was done to plug entrance channel to facilitate movement of plug and avoid damages. Activities on plugging station were done on 10/3/96. Adjustments of complete plugging station have earlier been rechecked on 8/9/96. Follow-up action: as part of a contining improvement program, moulding tool for plug was polished to avoid any occurrence of surface roughness. This action implemented 9/2/96 will facilitate movement of plug in plug station and reduce any possibilities for random damages to plug. The MFR will continue to monitor and trend.